Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1628c156ee, serial/lot #: (B)(6), ubd: 18-jun-2025, UDI#: (B)(4); product ID: etlw1628c156ee, serial/lot #: (B)(6), ubd: 18-jun-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the chevar treatment of an abdominal aortic aneurysm on (B)(6) 2023. The main body (esbf3614c103ee) was deployed in the abdominal aorta, followed by the placement of iliac limbs of the same model (etlw1628c156ee), one in the right and one in the left iliac artery. Additionally, a radiant renal stent was placed in the left renal artery, along with a non-medtronic renal stent.  It was reported one day post index procedure, the patient developed left-sided lower abdominal pain, which was suspected to be due to obstipation. The patient was treated with medication and recovered the following day. The site assessed the abdominal pain as unrelated to the endurant stent graft system or the renal stents but had a probable relationship to the index procedure.